Manufacturer narrative:
Upon disassembly for visual inspection damaged and corroded bearings were found.

Event description:
It was reported that the core impaction drill heated up. No further information was available upon follow-up.